Manufacturer narrative:
The investigation verified the instrument was working properly due to performance testing. Calibration and qc data were within expectations the primary tube type of bd sst tube was acceptable. As detailed centrifugation data was not provided, a pre-analytical issue could not be excluded as the cause of the event. No adverse events were reported.

Event description:
The user was experiencing issues with estradiol and mentioned erroneous results for patient samples. The user provided one example of a sample in a hitachi cup as an aliquot from a 6 ml serum tube. The initial result was 832 pg per ml and the nurse thought was too high. The same sample was repeated on the e2010 in a "repoured" cup with results of 10.11 and 8.29 pg per ml. The patient was not adversely affected. The field service representative could not determine a cause and found no problems. He verified the analyzer operation by running performance tests. The field application specialist thought the cause was most likely preanalytical. She verified the centrifuge was working properly and there were no bubbles in the sample or the reagents. She ran estradiol calcheck to verify accuracy and ran a correlation.